Event description:
It was reported that during a stenting treatment procedure, stent damage and removal difficulties occurred. Vascular access was obtained via the right groin. The chronic total occlusion target lesion was located in the highly calcified right coronary artery (rca). A 3.50x24mm promus element plus stent delivery system (sds) was advanced through a non-bsc guide catheter with a little resistance encountered, but was unable to cross the target lesion. During pullback of the promus element plus sds, the edge of the stent flared, the promus element plus sds got caught mid -proximally in the non-bsc guide catheter and was unable to remove. The promus element plus sds and the non-bsc guide catheter were removed together. No patient complications were reported.

Event description:
It was further reported that the procedure was a percutaneous transluminal coronary angioplasty. The patient's status was listed as stable. The patient returned 5 days post procedure and two non-bsc stents were successfully placed via a non-bsc guide catheter.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was inside the lumen of a 6f guideliner device. The distal end of the promus element plus device was protruding through the tip of the guideliner device. There was dried blood on the distal tip of the promus element plus device. There were bent and stretched struts on the exposed portion of the stent. Gently pulling on the proximal end of the promus element plus device confirmed that the device was stuck in the lumen of the guideliner device. The condition of the returned device may be consistent with the reported difficulty; however, there was no evidence of any product quality deficiencies contributing to the reported events or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).